Event description:
There was an allegation of a questionable sodium electrode result from the cobas 6000 c (501) module. The initial result was 172 mmol/l, and the repeat result was 138 mmol/l. The repeat result was deemed to be correct. The initial result was repeated because it was flagged in their system.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The customer stated that the qc was passing at the time of the event. A field service engineer (fse) found the cause to be the rinse tubing. The fse replaced a broken vacuum tube in the rinse station, flushed the rinse head, checked the gear pump, replaced the reaction cells, and replaced the sample probe. The fse also performed a wash of the reaction parts and the cell blank measurements. The instrument was verified by performing qc successfully. The investigation determined that the service action resolved the issue.